Manufacturer narrative:
The device has not been returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, an ¿e216¿ error message was observed. The user facility reports the error occurs and with every time, a scope is connected to the device and 10 minutes into the procedure. It is unknown if the intended procedure was completed. There was no patient injury reported.